Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 575cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022. The implantation date was estimated as (B)(6) 2015 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 575cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022. The implantation date was estimated as (B)(6) 2015 based on available information.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 500cc mentor smooth round moderate plus profile prostheses (catalog #:3502500, right serial (B)(6), left serial #:(B)(6)). On (B)(6) 2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring less than 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).